Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed creatinine result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed creatinine results was obtained on a patient sample. The result was reported to the physician who questioned the result. Upon repeat testing, a higher result consistent with prior results and physician's expectations was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.